Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the rear therapy electrodes. Patient described the rash as small blisters. Electrode belt was replaced per patient request. Patient reported that a physician advised to remove the lifevest for a few days and suggested applying a steroid cream on the irritation. Follow up indicated that the cream is helping with the skin irritation.